Event description:
Patient reported, right side "terrible pain". Rupture discovered, during surgery and "suffering with bii symptoms". Device has been explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Varied injuries: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported right side "terrible pain", rupture discovered during surgery and "suffering with bii symptoms". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.